Manufacturer narrative:
An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. A review of the instrument log for the stapler 45 instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2019 on system sk0562. A review of the system logs for system sk0562 on the event date of (B)(6) 2020 was attempted; however, the logs were not available for the system on that date. It is unknown what use the stapler 45 instrument was on when the alleged event occurred. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video review performed as no image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the stapler release kit (srk) broke in the stapler instrument. A broken stapler release kit (srk) tool in the endowrist stapler instrument housing can necessitate medical intervention due to the srk breaking and not allowing the instrument grips to open. Although there was no harm to the patient, the reported failure could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument would not release from the system, even though the surgeon had straightened the instrument. The stapler sheath accessory became creased. The customer attempted to use the stapler release kit (srk), but it broke inside the instrument. The stapler 45 instrument was removed with the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 6/11/2020 and obtained the following additional information: the issue occurred on (B)(6) 2020. The stapler 45 instrument was inspected prior to use and there was no damage or anything out of the ordinary. The stapler 45 instrument worked as expected. When the srk snapped, the stapler 45 instrument jaws were not stuck on tissue. There was no adverse effect to grasped tissue. The srk part number is 381215-02.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4315- intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. An in-house stapler sheath accessory was placed on the stapler 45 instrument and the instrument was placed on an in-house system. The stapler 45 instrument initialized, clamped, fired, and unclamped without any issues. The stapler 45 instrument and stapler sheath were installed and removed from the system without any issues. No errors occurred during testing. A review of the remotefe logs showed no failures. There was no damage found. A review of the instrument log for the stapler 45 instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6)2020 on system sk0562. The stapler 45 instrument had 20 fires remaining. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the stapler release kit (srk) broke in the stapler instrument. A broken stapler release kit (srk) tool in the endowrist stapler instrument housing can necessitate medical intervention due to the srk breaking and not allowing the instrument grips to open. Although there was no harm to the patient, the reported failure could cause or contribute to an adverse event if it were to recur.